Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02328. It was reported the patient experiences heating at the ipg site while charging. He stated he can charge about 10-15 minutes before the site becomes too uncomfortable to continue. He stated he does not use his charging belt because he has trouble establishing communication with the ipg and charger antenna. He also reported the area around the ipg site gets sore when charging and the discomfort exists for a couple of days before he can attempt charging again. A replacement charger was sent to the patient. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.